Manufacturer narrative:
Approximate age of device ¿ 3 years 9 months. Manufacturer's investigation conclusion: the report of intermittent elevated pump power and flow values was confirmed based on a review of the submitted system controller log file. The analysis could not determine a specific cause for the events recorded in the log file. A full evaluation of the device could not be conducted as the device remains in use. Peripheral thromboembolic events and device thrombosis are listed as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2018, the patient was admitted for pump thrombus and treated with heparin and tissue plasminogen activator (tpa). The patient was to be discharged but an intermittent elevation in pump power was noted which appeared suggestive of ingestion. Laboratory tests indicated a lactate dehydrogenase (ldh) level of 568 u/l. A log file submitted to the manufacturer's technical services was reviewed and confirmed intermittent elevation in pump power and flow values. Two echocardiogram performed had demonstrated severely decreased left ventricular ejection fraction from each study, and right ventricular systolic function was reduced slightly in the second study. Mild pulmonic valve insufficiency was also observed. The inflow and outflow cannulas both appeared patent in each study and the septum appeared appropriately positioned. On (B)(6) 2018, the patient was discharged home on aspirin, dipyridamole, and coumadin. No additional information was provided.